Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. During product event summary analysis the programmer would not boot up completely, it stayed on the company logo screen, however it was also noted that it powered up normally following a software load. It was further noted that it had a broken tab on the power cord bay door and that its hard drive health was found to be less than 100%. It needed its power cord bay and its hard drive replaced however the device was to be scrapped due to a lack of available parts for repair.

Event description:
The programmer was returned as a trade-in and subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.